Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent microswitch was cleaned to resolve the issue. No patient information provided to date after calls to customer 12/19/22 and 12/21/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected during a case. The patient was switched to manual ventilation and case resumed. There was no patient injury.